Event description:
Pt found at 3:55 pm asleep in crib in supine position with active bleeding from y-type extension IV set. Y-extension site noted to have crack in tubing and tubing was broken in half and blood was escaping out of tubing. Dr (3rd yr resident) notified and immediately examined pt. Pt remained hemodynamically stable with positive pulses, brisk capillary refill and stable versus; however, pt appears very pale.